Event description:
On (B)(6) 2012, patient reported he received treatment for severe hypoglycemia in (B)(6) 2012, when he accidentally injected 240 units of insulin when trying to perform a cartridge change. He called 911, and his blood glucose was 53 mg/dl when the paramedics arrived. His normal blood glucose is below 200 mg/dl. He received a glucose IV in the ambulance and at the hospital, and he was discharged from the hospital about 4 hours later. Patient reported he forgot to retract the piston rod before he inserted a new cartridge. He felt some resistance, but continued to push the cartridge into the infusion device, and this is when the 240 units of insulin was delivered. Patient was advised to always disconnect from the infusion device before performing a cartridge change or prime. No product will be returned for evaluation.